Manufacturer narrative:
Unit was received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unit passed leak test. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify keypad functionality due to blank display. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had a blank display and the buttons were unresponsive after possible exposure to moisture. Customer parent reported that the insulin pump display remained blank even after it was restarted and a new battery cap was sent. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.